Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that device was unable to cross the lesion. The physician attempted to cross the target lesion with a 4.5x32mm omega stent, but was unable to cross the lesion. The procedure was completed with another 4.5x32mm omega stent. No patient complications were reported and the patient's status is stable. However, analysis on the returned product revealed that the stent was damaged and had moved on the balloon. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluation: returned product consisted of an omega stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was tightly folded with the stent moved 17mm from the distal edge of the proximal markerband. The majority of the center of the stent was damaged and exhibited numerous bent, flared and overlapping struts. There were multiple shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The reported crossing difficulty cannot be confirmed via product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).